Manufacturer narrative:
Additional information: weight; event description; and medical history.

Event description:
It was reported that on (B)(6) 2014, the physician performed the embolization of the left internal iliac artery. On (B)(6) 2014, the patient underwent the additional procedure and the left side was extended with a gore excluder aaa endoprosthesis contralateral leg component ((B)(4)). The endoleak was fixed. The patient tolerated the procedure.

Event description:
On (B)(6) 2012, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. On (B)(6) 2014, the follow up computed tomography scan showed the left common iliac aneurysm enlargement (unknown amount) due to a distal type I endoleak. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2014, the follow up computed tomography scan showed that the left common iliac aneurysm enlarged approximately from 33mm to 40mm due to a distal type I endoleak. The cause of endoleak is unknown. The physician is monitoring the patient.